Event description:
Had tms in february but by march my eyesight started changing and my tinnitus got worse. I have been to a neurologist and an ocular neurologist who both concur that my change in eyesight was caused by tms. My eyesight now is blurry, double vision and my visual perception is off and I have severe photophobia. I am going to a neuropsychologist for an examination to see who my brain may be affected as well.